Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose dropped to 24 mg/dl at one point. The patient treated for her hypoglycemia. Troubleshooting was declined; the patient stated that the low blood glucose may have been caused by a 19 unit bolus she accidentally gave herself while trying to disable a sensor-related alarm. The insulin pump was not returned for analysis.